Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the pentax scope was in a retroflexed position inside the patient and the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip was reported to be in an odd angle at the site as the clip grasped and locked onto tissue. Another resolution 360 clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: a visual examination of the returned resolution 360 clip device found that there was a kink in the control wire. A functional elevation of the clip found that the clip opened within specification. The clip assembly was actuated and deployed. The distal end of the device was able to be rotated. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the pentax scope was in a retroflexed position inside the patient and the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip was reported to be in an odd angle at the site as the clip grasped and locked onto tissue. Another resolution 360 clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.